Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in intense care unit due to diabetes ketoacidosis for five days. The customer's blood glucose was over 400 mg/dl and current blood glucose is 275 mg/dl. After late night snacks blood glucose gotten up 500 mg/dl and 300 mg/dl. The customer reported that the cannula was bent five years ago. The customer treated high blood glucose with bolus with the insulin pump. The insulin pump will not be returned for analysis.